Event description:
I had lasik surgery on both eyes in (B)(6) 2013. I had to have an enhancement on my left eye 5 months later. Shortly after that I developed cataracts in both eyes. I am only (B)(6) and cataracts does not run in my family. The lasik had to have caused the cataracts. In (B)(6) 2014, I have cataracts surgery with a restor lense implanted in each eye. In (B)(6) 2014, I was diagnosed with epithelial ingrowth in my left eye, and irregular astigmatism in both eyes. Both of these are directly caused by lasik. I will never see well again. I will have to wear hard contacts for the rest of my life in order to help the irregular astigmatism. I will also have to have repeated surgeries if the ingrowth comes back, it has a 50/50 chance.